Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific is doing the attempts to retrieve the device however no response was received; and the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of embolism, myocardial infarction, death, hypotension, and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of air embolism, st segment elevation and hypotension are known inherent risks of the versacross connect laac access solution device. The clinical events including air embolus, and arrhythmias are anticipated in nature as per the IFU as reported to bsc. Based information in the event description provided, the allegation of adverse events are listed within the IFU, therefore the known inherent risk of device cause code was selected.

Event description:
It was reported that death occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure procedure. Pre-images of the laa were taken with transesophageal echocardiography (tee). The patient was under general anesthesia. The laa appeared clear of any thrombus. Venous access was obtained in the right femoral vein. Transeptal access was performed with the versacross rf wire. A non-boston scientific pigtail catheter was placed into laa, and an angiogram was performed. The wds was opened and prepped on the table. During this time the anesthesia provider stated there was a drop in pressure and end tidal volume. Anesthesia provided medicine support and CPR (cardiopulmonary resuscitation) was started. The patient had st elevation, and the tee showed air in the left ventricle. Multiple rounds of cardiopulmonary resuscitation (CPR) were performed, as well as defibrillation. Also, medication and fluid bolus were undertaken to address the patient condition. Medical intervention was stopped and patient expired at 11:17 am, on (B)(6) 2025. The physician suspected that the air entered the patient left ventricle during the contrast injection to the laa. The device is not expected to return as it was disposed. It was further reported that the versacross dilator was out of the patient's body when air embolism was noted. The patient was under general anesthesia.

Event description:
It was reported that death occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure procedure. Pre-images of the laa were taken with transesophageal echocardiography (tee). The patient was under general anesthesia. The laa appeared clear of any thrombus. Venous access was obtained in the right femoral vein. Transeptal access was performed with the versacross rf wire. A non-boston scientific pigtail catheter was placed into laa, and an angiogram was performed. The wds was opened and prepped on the table. During this time the anesthesia provider stated there was a drop in pressure and end tidal volume. Anesthesia provided medicine support and CPR (cardiopulmonary resuscitation) was started. The patient had st elevation, and the tee showed air in the left ventricle. Multiple rounds of cardiopulmonary resuscitation (CPR) were performed, as well as defibrillation. Also, medication and fluid bolus were undertaken to address the patient condition. Medical intervention was stopped and patient expired at 11:17 am, on (B)(6) 2025. The physician suspected that the air entered the patient left ventricle during the contrast injection to the laa. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that death occurred. It was reported that versacross connect laac access solution selected for left atrial appendage closure procedure. Pre-images of the laa were taken with transesophageal echocardiography (tee). The patient was under general anesthesia. The laa appeared clear of any thrombus. Venous access was obtained in the right femoral vein. Transeptal access was performed with the versacross rf wire. A non-boston scientific pigtail catheter was placed into laa, and an angiogram was performed. The wds was opened and prepped on the table. During this time the anesthesia provider stated there was a drop in pressure and end tidal volume. Anesthesia provided medicine support and CPR (cardiopulmonary resuscitation) was started. The patient had st elevation, and the tee showed air in the left ventricle. Multiple rounds of cardiopulmonary resuscitation (CPR) were performed, as well as defibrillation. Also, medication and fluid bolus were undertaken to address the patient condition. Medical intervention was stopped and patient expired at 11:17am, on (B)(6) 2025. The physician suspected that the air entered the patient left ventricle during the contrast injection to the laa. The device is not expected to return as it was disposed. It was further reported that the versacross dilator was out of the patient's body when air embolism was noted. The patient was under general anesthesia.